Event description:
It was reported that the electrophysiology technician alerted technical services (ts) of a latitude episode saved as atrial fibrillation (af) which showed mechanical noise oversensing. The patient has been called for an in-clinic follow-up. An electrode fracture was suspected. The patient presented for an in-clinic follow-up, the noise was evoked during provocative maneuvers, confirming impairment of the system's integrity. The patient was hospitalized, and the system was explanted and replaced. No additional adverse patient effects were reported. The system will be returned for analysis.